Event description:
It was reported via a trial that the target lesion was located in the distal circumflex with 99% stenosis, treated with pre-dilatation and placement of a 3.0 x 18 mm promus stent with 0% residual stenosis. A dissection was noted distal to the target lesion after deployment of the first stent. A 2.5 x 12 mm promus stent was deployed. The patient was discharged on (B)(6) 2009 on dual adjunctive antiplatelet therapy. There was no reported patient sequela. Though requested, there was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the product instruction for use as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.